Event description:
During testing at the user facility, fluid damage was noted on the fluid shield. The device was returned to the biomedical department with an unsigned note that stated, "damaged not function." No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, fluid damage was noted on the fluid shield. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.